Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error and compromised force sensor system. No troubleshooting was performed due to insulin pump was donated by the a relative. The customer¿s parent was advised to call diabetic therapy consultant about getting user his own insulin pump. The insulin pump is not expected to return for analysis.